Event description:
The manufacturer received information alleging the alarms on a trilogy evo mechanical ventilator failed to activate while the device was connected to a patient during clinical use. The customer requested technical inspection of the device. The patient reportedly expired; however, the cause of death was unknown at the time of reporting, and no information was provided to establish that the device caused or contributed to the reported death. No additional patient impact or intervention information was provided. Additional information received indicated that, after gathering and reviewing all relevant available information, the customer determined the event was not caused by equipment failure. The customer requested confirmation on whether factory evaluation of the device was still required or whether the case could be closed based on the available information. A request was made for the device to be returned for evaluation. Philips has requested additional information regarding the reported event and device performance. If new relevant information becomes available, a supplemental report will be submitted accordingly.